Event description:
Pt had episode of vt, tte showed lv thrombus extending from lvot to mid-cavity. Surgical team did not recommend surgical intervention, pt continued to deteriorate and care withdrawn (B)(6).

Manufacturer narrative:
(B)(6).